Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-626a-1096: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild char on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure with 3,062 joules used and 61 minutes expended, the fiber "operated at low for 40 seconds and beam began to flicker". The fiber was removed and cleaned flickering continued. The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber. Patient outcome: no injury to patient or user reported.